Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician could not find a viable spot in the right ventricle for proper sensing with the attempted right ventricular (rv) defibrillation lead. The sensing values in the different areas of the ventricle were not acceptable. The lead was removed and the physician decided to use the existing pacing lead in conjunction with a different defibrillation lead to complete the procedure. No patient complications have been reported as a result of this event.